Manufacturer narrative:
Vyaire medical file identification: (B)(4). The issue was attributed to defective touch screen. The root cause was confirmed it was a defective g6 touch screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that bellavista 1000 experienced an unresponsive touch screen. The customer confirmed that there was no patient involvement associated with the reported event.